Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that their insulin pump dose not vibrate. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer treated blood glucose with an injection. The customer stated had high blood glucose, had a no delivery alarm and the insulin pump did not vibrate. Troubleshooting was performed and the insulin pump did not vibrate during the vibrate test. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.